Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that blood glucose levels increased to approximately 566 mg/dl while wearing the pod. The patient stated that the pod fell off the infusion site (arm) during exercise at the gym. As a result, a new pod was applied and insulin was administered. The patient indicated a potential need to seek emergency care if glucose levels did not decrease; however, follow-up confirmed that the patient did not seek emergency care, as blood glucose levels subsequently decreased.